Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that there was no noise on the lead. Technical services (ts) provided troubleshooting actions. No adverse patient effects were reported.